Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the remote transmissions revealed the implantable cardiac monitor (icm) exhibited ventricular undersensing that triggered false positive pause alerts. The device was reprogrammed. The patient was in stable condition and would continue to be monitored.